Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verio iq meter was reading inaccurately erratic and high as compared to his normal readings. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began approximately at the end of (B)(6). She tested back to back on the subject meter and observed values of ¿17.1mmol/l, 22.3mmol/l, 15.4mmol/l and 12.2mmol/l¿ performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. It is not known what range the patient considers to be normal. The patient manages his diabetes with self adjusting novolin insulin and reported that in response to the alleged issue he double his dose of novolin insulin administered 180u instead of 90u on (B)(6) 2013 at approximately 11 pm. The patient denied developing any symptoms of high or low blood glucose and other than increasing his insulin, no treatment was received. No other device was used for testing. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the samples were obtained from the same approved sample site. The subject test strips were unexpired and stored correctly. A control solution test was not performed because, the patient did not have any control solution available. Replacement products have been sent to the patient and subject products are pending return for investigation. There is no indication that the product caused or contributed to an adverse event. The patient did not suffer from any serious injuries and did not receive any form of medical intervention for an acute complication of diabetes. However, this complaint is being reported because was not resolved with troubleshooting. Replacement products were sent to the patient and subject products are pending return for investigation.

Manufacturer narrative:
Follow-up # 1 ¿ (10/10/2013) the patient¿s test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.